Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Patient factors (underlying coronary artery disease, low coronary height) and/or procedural factors (device manipulation) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(6) prior to implant of a 20mm sapien 3 valve in the aortic position using transfemoral approach, the left circumflex (lcx) side of left coronary artery (lca) and right coronary artery (rca) were protected. Balloon aortic valvuloplasty (bav) was performed with a 16mm edwards balloon catheter. During bav, coronary ostial stenosis was detected under intravascular ultrasound (ivus). Coronary angiography did not show rca either. Using kissing balloon technique, the 20mm sapien 3 valve was deployed and a 3.5mm stent was implanted at the same time. After valve deployment, the shape of the rca stent and rca blood flow were confirmed. The procedure was completed without problem. The device was discarded and not returned for evaluation. The patient coronary height was 9.9 mm for lca and around 11mm for rca. Annular diameter was 18.3 x 21.7 mm by CT. The aortic valve was moderately calcified. Sinus of valsalva (sov) diameter was 23.9 x 25.4 mm. Sinotubular junction (stj) diameter was 22.6 mm. There was no stj or sov calcification. There were obliterated sinuses. The patient had an off-pump coronary artery bypass graft on lita-lad before tavr procedure.